Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant,  the implantable pulse generator (ipg) did not have a clear data option when ending a session. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant,  the implantable pulse generator (ipg) did not have a clear data option when ending a session. The ipg remains in use. No patient complications have been reported as a result of this event.